Manufacturer narrative:
The customer¿s report of a communication error was confirmed in the device logs; however, testing failed to replicate a communication type channel disconnection. The probable cause is the result of a communication channel disconnection. This type of channel disconnection would cause an infusing pump to lose communication with the pcu but would continue to infuse at the programmed rate. In this incident the pump was programmed to infuse at 999ml/hr which would give the impression that the pump was ¿dumping¿ the contents of the IV bag into the patient. Device history review: review of the source pcu s/n (B)(4) service history record showed the device had a manufacture date of 11/05/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The review of complaint history records was performed for the returned source devices (s/n (B)(4), s/n (B)(4)) which did not confirm similar complaints with the same or related failure mode for this customer. Device received.

Event description:
It was reported from the emergency department that the pump gave a communication error and instead of stopping, the infusion it started "dumping" the bag into the patient. The medication was lactated ringer's injection 1000ml. Customer was not sure if there was patient harm.